Event description:
It was reported that a pediatric patient underwent a hernia repair procedure on (B)(6) 2014 and topical skin adhesive was used. At the follow up appointment on (B)(6) 2014, it was discovered that the wound was open. The topical skin adhesive did not dry well. The surgeon placed manual sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.